Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the reported issue was confirmed and was due to image guide bundle (ig) breakage that resulted from wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope will not show images on the screen only shows black dots. The issue occurred at inspection of the device for use before patient in room. There were no reports of patient harm.